Event description:
It was reported that the user experienced recurrent morning hypoglycemia while using the ilet bionic pancreas, with a lowest reported glucose of 70 mg/dl, leading to an hcp-directed factory reset and full setup including cgm pairing, insulin cartridge and set changes, and weight entry, after which the user was able to resume automated therapy. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with a complete device setup procedure. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event was related to hypoglycemia with an undetermined cause and the user was able to continue therapy after reconfiguration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.